Event description:
It was reported that the battery compartment was cracked. The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: during evaluation the 'up' arrow button was found to be unresponsive to button presses. This report is being made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: during evaluation the 'up' arrow button was found to be unresponsive to button presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the event the battery compartment was found to be cracked. (B)(6).